Manufacturer narrative:
Additional information was received that the patient was diagnosed with ) (B)(6) which was a chronic issue for this patient. It was reported that this was not suspected as device related.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was in the ipg and incision site. The patient was prescribed antibiotics and reportedly doing well. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure.